Event description:
It was reported that a flogard infusion pump experienced an f-50 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review did not confirmed the f-50 alarm; however, an f-38 alarm was identified. This alarm is associated to out of specification force sensing resistor's. The fsr's were replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order. A service history review revealed no previous service events were related to the reported condition. A device history record review will be performed. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.